Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp), a MRI technician, reported on (B)(6) 2016 that the patient was prescribed a MRI for lead placement. There were no device issues or adverse events noted at that time. A manufacturer representative (rep) later reported that the patient's most distal contact on the left hemisphere lead was damaged and it had high impedances. The hcp wanted to perform a MRI of the brain to determine if a revision or complete lead replacement was necessary. The rep had no additional information on when or how the lead was damaged. There were no associated symptoms reported. The patient's indications for use were movement disorders. The cause of damaged lead and what action was decided up was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.